Manufacturer narrative:
B3; the event occurred on an unreported date around end of may2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was hospitalized for two days, then discharged home and with unspecified antibiotics for the event. The patient outcome was reported as "fine now". The cause and action taken with pd therapy were not reported. No additional information is available.